Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. Spouse advised it seems like patient may have been burned since the area is black. Spouse advised the monitor and belt felt hot. A field service representative replaced both pieces of equipment. Spouse also advised the garment was interfering with the patient's incision. Patient reported that a physician gave the ok to remove the lifevest due to the irritation. Follow up indicated that the skin irritation has improved.